Event description:
It was reported there was lead damage and the patient had a return of incontinence. The device was interrogated and reprogrammed. Two days later an x-ray was taken and the lead was noted to be in place. Intra-operative impedance check was over 4000 ohms. The entire system was replaced and the event was considered resolved without sequelae. The etiology was the lead and noted as related to the device or therapy and not related to the implant procedure. Additional information on lead damage was requested but was not available at the time of report. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 7092, lot# 324930003, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: accessory; product ID 3093-28, lot# v999673, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead; product ID 355018, lot# w60024, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: accessory; product ID 3093-28, lot# v999673, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. (B)(4).